Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints. Based on the information provided, the reported balloon rupture appears to be due to circumstances of the procedure. It is likely that the rupture occurred due to interaction with the heavy lesion calcification causing damage to the outer surface of the balloon resulting in rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the heavily calcified left superficial femoral artery (sfa). The armada 18 percutaneous transluminal angioplasty (pta) catheter was delivered with ease but upon inflation ruptured at 7 atmospheres. The balloon was removed without issue. Another same size armada 18 was used and a supera stent was implanted to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.